Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to run incoming functionality testing) has been confirmed. Upon investigation, the monitor failed detect and treat testing. The cause for the failure was isolated to an intermittent connection at j1000 on the c/a board. The root cause for the intermittent connection was contamination from an unknown contaminant. There was no adverse event associated with the monitor malfunction.

Event description:
02/24/2021-resubmitting this MDR as part of an internal audit where an acknowledgement 1 was received, but a passing acknowledgement 3 could not be located. A us distributor returned a monitor and reported that the monitor was unable to complete incoming functionality testing.